Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to her skin. The infusion sets were coming off throughout the day. The caller reported that this has occurred with several infusion sets from the same box. The caller alleged the infusion sets she had from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.